Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.